Manufacturer narrative:
During inspection and testing the reported issue was confirmed. The image was distorted and disappeared when the cable was moved. A review of the device history record found no deviations that could have caused or contributed to ultrasonic medium leaking. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely that the distorted image was caused by an internal defect of the cable. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an endoscopic urology surgery, the high definition autoclavable camera head presented intermittent image transmission failures. Due to the larger size of the camera head that was used, an increased surgical time occurred due to the user having greater difficulty in performing the technique. The intended procedure was completed with a similar device and. The delay was approximately 15 min, corresponding to the time to replace the equipment. There were no reports of patient harm associated with this event.